Event description:
It was reported the lead displayed t wave over-sensing. Re-programming was done by decreasing the sensitivity. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported there was a right ventricular lead integrity warning, the lead displayed short v-v and high rate non-sustained episodes due to t wave over-sensing that occurred during exercise.